Event description:
Surgeon was placing lumbar drain when a 4mm or less piece of silastic drain broke off. Physician performed a visual search, and a laminectomy was performed in order to extend the search. Fluoro was used to assist in the search for the piece of drain. The piece could not be found.